Manufacturer narrative:
This report is submitted on may 16, 2022.

Event description:
Per the clinic, the patient was admitted to hospital for bacterial meningitis which is being treated with IV and topical antibiotics. The device was explanted under a general anaesthetic on (B)(6) 2022.